Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the articulating surface to have scratches, gouges and other signs of wear. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent right hip revision arthroplasty on (B)(6), 2008 due to pain. The patient continued to experience pain and a subsequent right hip revision procedure was performed on (B)(6), 2011. The acetabular cup and acetabular liner were removed and replaced.